Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure, the 4mm cannulated drill broke and the fragment was not able to be retrieved from patient body. No further information. Additional information has been requested. Additional information obtained: this was acl reconstruction procedure. When the surgeon inserted the drill through the guide, the drill broke. He tried to retrieve fragment, but was unsuccessful and the fragment remained in the patient. The patient is male, (B)(6).